Manufacturer narrative:
Date of events: (B)(6). Date of report: 16aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported 35 volt supply failed issue. The manufacturer¿s field service engineer (fse) remotely recommended to replace the (pcba) printed circuit board assembly to correct issue. Customer confirms issue is resolved.

Event description:
The customer reported reports the touch screen freezes up. Caller reports that the operators state that after start up of the unit the screen stops responding. Then during power off the unit will not power off as the screen is not responding. Customer reports that the significant event log contains a backup alarm failure, 35 volt supply failure, and an auxiliary alarm supply failure. Unit was not on patient but the issue was determined during set up for use.